Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5303788, medical device expiration date: 10/31/2018, device manufacture date: 10/30/2015. Medical device lot #: 5303789, medical device expiration date: 10/31/2018, device manufacture date: 10/30/2015. Medical device lot #: 5903790, medical device expiration date: unknown, device manufacture date: unknown. Results: received 100 samples of lot # 5303788 and 5303789. Tested 20 samples of lot # 5303788 and 5303789. One sample from lot # 5303788 has defect. None of the samples from lot # 5303789 had defects. A review of the device history record revealed no irregularities during the manufacture of the reported lots # 5303788 and 5303789. Unable to perform device history record review for lot # 5903790. Conclusion: root cause was indeterminate based on the investigation results. No root cause was identified from the manufacturing process.

Event description:
It was reported that blood dripping from plunger of 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter into vacutainer guard causing blood to spill. No injury or medical intervention.